Event description:
Customer was calling in regards to the sensor issues and tape irritation. Customer mentioned her last known blood glucose was 49 mg/dl, treated with glucose tablets and fixed a peanut butter sandwich. Customer stated she woke up low because she didn't eat the night prior. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.